Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the left master tool manipulator (mtml) due to 307 errors. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The mtml was analyzed and upon visual inspection, the mtm was installed onto a golden system where the error was triggered indicating fault on the main wire harness replicating the reported event. The mtm was then installed onto a surgeon side console fixture test platform (sftp) where power up was found to be failing on the main wire harness. Once testing was completed, the main wire harness was tested and was verified to be the source of the fault. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, failure analysis concluded that the main wire harness was found to be the root cause of the reported event.

Event description:
It was reported that prior to starting a da vinci assisted gynecology surgical procedure, the customer was encountering repeated non-recoverable 307 errors on startup pointing to the left master tool manipulator (mtml) on the surgeon side console (ssc). The staff had hard power-cycled the ssc with no resolution. The procedure was aborted with no reported patient injury.